Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 256 mg/dl. Small air bubbles were found near the luer lock. The customer primed the tubing and removed the air bubbles.